Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there were scratches found on the iol. There was no patient harm as another lens was used. Additional information has been requested.